Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced bleeding. The sensor was inserted onto the abdomen on (B)(6) 2020. Upon insertion of the sensor, the patient started bleeding that continued for two hours. She used napkins, gauze, a towel and a shirt to wipe off the blood, and applied pressure and ice. She was taken to a clinic and then transferred to a hospital because the bleeding continued. She was told that the sensor had hit a blood vessel and they sutured it. She stated she was given 2 injections for the bleeding to stop (no medication name provided). At the time of the report she was doing okay. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.